Event description:
Additional information was received reporting that the ins that was replaced on (B)(6) 2025 was due to normal battery depletion. The impedance issue was not resolved. No other actions were taken or are planned to resolve it. It was noted that the ins had been implanted past the use-by date (ubd).

Manufacturer narrative:
Continuation of d10: product ID: 3708660, lot# unknown, product type: extension. Product idl 3389-28, lot# unknown, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: 3708660, product type: extension, product ID: 3389-28, product type: lead, product ID: b35200, lot#serial#: (B)(6), implanted: on (B)(6) 2025, product type: implantable, neurostimulator. Section d information references the main component of the system. Other relevant device(s) are: product ID: 3708660, product ID: 3389-28. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that there were high impedance on contact 1 (monopolar >5k ohm / bipolar >10k ohm). There were no external factors identified, troubleshooting measures or interventions. The issue was not resolved at the time of this report. No surgical intervention occurred or is planned. No patient symptoms or further complications were reported as a result of this event.